Event description:
During remote follow-up, false pause episodes were recorded due to undersensing. Technical support was contacted and recommended reprogramming. No intervention was performed at this time. An in-clinic follow-up with reprogramming is anticipated in the future. The patient was stable.